Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened package, a needle assembly, and a needle cover. In addition, five photographs were submitted. The received components were inspected under magnification for any visible defects. No defects were found. Without the clamp and the rest of the device, a thorough investigation cannot be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced tubing clamp damage/deformation. The following information was provided by the initial reporter: the customer reported about the product's inability to clamp.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced tubing clamp damage/deformation. The following information was provided by the initial reporter: the customer reported about the product's inability to clamp.